Manufacturer narrative:
Qc was within specifications before the event. The customer reran qc after patient a's erroneous result was obtained and qc levels ii and iii were out of specifications high. The customer repeated qc using fresh qc material, but the same reagent pack that produced the erroneous results which recovered within range. System checks performed on 07/03/07 and 07/05/07 (after the event) were within specifications. The specimens were collected in pst, lithium heparin tubes and centrifuged for 3 minutes. Based on available information, a preventive maintenance (pm) was performed to the instrument before the event, in 2007. A field service engineer (fse) was dispatched to the customer's lab on 3 days later: the fse inspected the instrument and found problems with aspirate probes #3 and #1, and mixer belt speed was low and pullies were worn. The fse replaced the pullies and aspirate probes, and mixer speed then recovered within specifications. The fse found wash valve caps off-center and adjusted. The fse replaced tubing on peri-pump tubing. The fse performed: diagnostic, precision testing and qc; all results passed within specifications. Hardware issues addressed by the fse may have contributed to this event. However, a clear root cause has not been determined in this event. A malfunction will be assumed for the purpose of this report.

Event description:
A customer contacted beckman coulter regarding erroneously high troponin (accu tni) results from two (2) different patient samples that were generated by the access 2 instrument. Patient a: the initial accu tni result was 1.82ng/ml. The result was reported out of the lab. The original sample was retested for accu tni and two results of 0.03ng/ml were obtained. An amended report was sent to the ER. Patient b: the initial accu tni result was 0.12ng/ml. The original sample was re-tested and the repeated accu tni results were: 1.73ng/ml and 0.05ng/ml. The customer did not receive any report of patient injury requiring medical intervention, or change to patient treatment attributed or connected with this event.